Event description:
It was reported that the patient fell, after which she experienced lightheadedness and trouble breathing. The patient presented for an angiogram which revealed that sensing had decreased to 0.2 to 0.3 mv. A lead repositioning was attempted. Sensing could not be established, so the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.